Manufacturer narrative:
Event site name: (B)(6) medical center. Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported by customer through emergency support program (esp) that during use, cardiosave hybrid type "b" plug (iabp) unit's screen was scrambled and non-readable, machine was replaced mid use for a backup one. Patient involved and no harm or injury was reported.